Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent oversensing of atrial signal. Upon further investigation it was determined that the oversensing was the result of the lead being placed in a high septal position making it prone to sensing atrial activity. Device reprogramming was unsuccessful in resolving the issue. A revision procedure was performed and the lead repositioned to a low septal location which resolved the oversensing. There were no instances of asystole or adverse patient effects reported. This lead remains in service.